Manufacturer narrative:
(B)(4).

Event description:
The product was returned and evaluated. Voltage testing was performed and failed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.